Manufacturer narrative:
The serial history for this device indicates that the device has not been inspected by the manufacturer since its purchase in (B)(4) 2008. The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Infusion takes longer than set time. Considering this an under-infusion. No other information is available at this time.